Event description:
A customer observed positively biased tsh results on a patient sample. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No biased patient results were reported. There was no report of patient harm as a result of this event,